Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no visible issues to the array or insulation. Functionally, the array was able to be extended and retracted without issue. Continuity of current was confirmed with the electrode which is indicative of proper connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. Additionally, the physician had reported that a biopsy was performed prior to the ablation procedure with a non-bsc device and he indicated that this may have been the cause of the patient's bleed, but could not be certain. Therefore, the most probable root cause of the patient bleed is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, after administering two ablation treatments at s6 on a 2cm liver lesion, the procedure was complete. No issues were noted with the leveen electrode. Post procedure, there were no patient complications. The patient's bp, heart rate and blood pressure were reported as being normal. However, the following morning, the patient was very weak. The physician transfused blood, then performed a CT scan which identified internal bleeding at the abdominal cavity. The patient lost consciousness and CPR was immediately performed, but it was not successful and the patient died. The account indicated that no intervention was performed to treat the bleed prior to the patient losing consciousness. Additionally, the patient had underlying health issues which exacerbated his condition. The physician further indicated that a biopsy had been performed prior to the ablation procedure with a non-bsc device. He felt that this may have been the cause of the patient's bleed, but could not be certain since no bleed was identified during the ablation procedure.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, after administering two ablation treatments at s6 on a 2cm liver lesion, the procedure was complete. No issues were noted with the leveen electrode. Post procedure, there were no patient complications. The patient's bp, heart rate and blood pressure were reported as being normal. However, the following morning, the patient was very weak. The physician transfused blood, then performed a CT scan which identified internal bleeding at the abdominal cavity. The patient lost consciousness and CPR was immediately performed, but it was not successful and the patient died. The account indicated that no intervention was performed to treat the bleed prior to the patient losing consciousness. Additionally, the patient had underlying health issues which exacerbated his condition. The physician further indicated that a biopsy had been performed prior to the ablation procedure with a non-bsc device. He felt that this may have been the cause of the patient's bleed, but could not be certain since no bleed was identified during the ablation procedure.